Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the pain at implant was no activity change. The patient had pain and took dilaudid. At 1:15 the same day they took the same medication again, used an icepack, and turned the device off. The patient called their nurse and was told to go to the ER. The patient stated that they couldn't stand on their right leg. The patient crawled to the bathroom, where they couldn't urinate. The patient stated that they crawled to their car and halfway to the ER the pain cooled. The patient came home and stated that "probably don't know stimulators anyway." The next steps taken were that the patient called a manufacturer's representative on (B)(6)2018 to reprogram the stimulator. The patient stated that they had a low battery, and called back with a new battery. The back pain was the same as pre-implant. The patient turned stimulation off while on a trip (B)(6). The patient's pain, inability to urinate, and burning has been resolved. The patient stated that the programming they received on (B)(6)2018 works best. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they followed up with the patient the day prior and the heating issue was resolved. After reprogramming the need to recharge regularly was reduced as well. Overall the patient was "doing much better". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient felt heating and burning during recharging. The rep reported that the patient felt the base of the recharger (where the cord connected into the disc) got hot during recharging and after 30-40 minutes, it was hard for her to charge because it was so warm. The rep reported that the patient was more concerned about internal feeling of heating while recharging. The rep reported that the patient tended to charge for 1-1.5 hours to fully charge her ins and the patient thought her battery internally could get very hot during recharging. The rep reported that the patient didn¿t feel heating when charging. The rep was walked through changing the recharge speed to 2 from 4 and to have the patient see how this felt going forward. The rep reported that the patient was using higher settings and her current energy calculation was 0.9 days and the patient was already needing to charge about 2 times a day. The rep reported that they would follow up with the patient to see how she was doing with the different recharge speed. The rep also reported that about a week ago, the patient was thinking about going to the emergency room (ER) due to the sensation of internal heating and burning. The rep reported that on the ride to the ER, the burning sensation started to get better and started to cool down and the patient didn¿t go to the ER. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# nlh003444n: product type accessory product ID (B)(4) lot# nlh006519n: product type accessory. References the main component of the system. Other relevant device(s) are: product ID: (B)(4) serial/lot # (B)(4). Product ID:(B)(4) serial/lot (B)(4). Note: refer to regulatory report (B)(4) submitted on (B)(4) 2018. The referenced report pertains to the same issue reported in this report. Further upon review, it was determined that these two reports are related and if further information was obtained, it will be submitted through this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. Patient reported that they were unable to charge and controller showed empty. Patient stated they always plugs the controller in after recharging. Patient described being on hd settings and charges many times a day. Patient met with manufacturer representative and representative thought it may be the controller battery. The battery was not charging up and a replacement battery pack for controller was sent. Patient saw poor recharger quality, screen 76 when position recharger over the ins. Patient stated representative turned setting down because it was burning at the implant site when charging. The implant was burning and it was hard to recharge. Patient called back stated they received their replacement battery and was very confused during the call. Patient was providing conflicting information and was difficult to communicate with during the call. Patient stated they were seeing the same screen and battery was "empty". During the call, patient described seeing the controller battery level at 90% and ins had a "red line". Patient services reviewed with patient that their controller battery is at 90% and the implant needs to be charged. Patient kept repeating that they saw white next to the controller battery that they never saw before. Patient services reviewed the battery icon shape is outlined in white and as the battery level depletes the white section will get bigger while the green section will get smaller, then eventually turn to yellow then red. Patient stated it was never like that before, it was all green. Patient services recommended patient to charge their ins to full and then charge the controller to full. Patient called back reporting that they burned real bad on the side of their body that the implanted device was on while recharging. Patient indicated that the burning occurred at the implant site. Patient said this caused them unable to use their right foot. Patient was unable to get up to go to pee. Patient had to crawl to the bathroom and had to crawl to their car to go to the emergency room due to the burning and loss of use of their right foot. Patient said that they tried to charge the ins the night prior to report, but woke up at 4am to find the controller battery depleted. The controller showed "battery empty, cannot continue". Patient said the controller battery was at 100% when they started the process. Patient said the lithium battery pack was worn out, not charging and they wanted a new one. No further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6), implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type accessory product ID 97745bp lot# serial# (B)(6), implanted: explanted: product type accessory h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the recharger antenna was damaged. The coating entrance of the recharger was cracking and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the heating during recharge was not determined. However the recharge speed level was reduced from 4 to 2, and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.